Event description:
It was reported that the patient electronic system (pes) was sparking near the black connector plug on back of pes. The pes was replaced. There were no patient consequences.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on (B)(6) 2023. Investigation codes and conclusion will be provided in an additional submission.

Manufacturer narrative:
One cardiomems patient electronic system with model name cm1100 and sn (B)(6) was received for evaluation. Visual inspection revealed that the power extension cable was frayed with exposed wires. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.